Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was hospitalized for low blood glucose levels, with a reading of 27 mg/dl. The customer's last infusion set change was two days prior to the event, and had been experiencing low blood glucose levels for the past day. The customer was tired, sweaty, cold and shaky. The customer's roommate attempted to have the customer drink juice, but the customer did not drink it. The paramedics were called at that time. Nothing further was reported.